Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial flutter. The device was reprogrammed but did not resolve the issue. Boston scientific technical services (ts) was consulted. Ts reviewed device data and noted that the device has recorded a few low out-of-range right atrial (ra) lead impedance measurements. The local area representative noted that the ra lead has had a possible history of noise. The patient will undergo an af ablation procedure.